Manufacturer narrative:
Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.1 inr. Qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of error 5 and questionable results from coaguchek xs meter serial number (B)(4). At 9:00 am, the result from the meter was 1.7 inr. At 11:40 am, the result from the meter was 2.3 inr. At 11:40 am, the result from the doctor's office meter that looked like the customer's meter was 2.3 inr. Based on this result, the warfarin dose was increased dose to 4mg monday and thursday, and 3mg on all other days. The therapeutic range was 2.5-3.5 inr and the patient tests every week to every other week.